Manufacturer narrative:
On saline testicular device was received for eval. Examination and testing of the returned device revealed no separations in the shell, near the midline. Testing revealed these to both be sites of leakage. Microscopic examination of the separations revealed them to both have a central groove, indicating contact with sharp instrumentation such as a needle. Colopast concludes that the two separations in the shell near the midline were most likely a result of needle sticks, due to the central grooves noted. However, as the info provided did not indicate any leakage noted, coloplast was unable to determine when these needle sticks may have occurred. The product literature that accompanies this device addresses potential post operative complications such as this.

Event description:
The device kept deflating. Pt has surgery to remove/replace device. Explant date unk.